Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
During a pump replacement due to normal battery depletion on (B)(6) 2014, the sutureless connection of the catheter would not come off the pump port so the white sutureless connection piece stripped off, exposing the metal and pulling off distally. The healthcare provider (hcp) was able to use hemostats to disconnect the catheter. After disconnecting, they were able to withdraw clear cerebrospinal fluid (csf) easily. They were advised by a representative to re-use the damaged end of the existing catheter, so they re-attached the exposed metal piece onto the new pump port. The hcp was certain that the connection was secure at the surgery on (B)(6) 2014. The patient came to the clinic the following day on (B)(6) 2014 and began experiencing ¿complete detox¿ withdrawal symptoms with no fever. They had a funny metallic taste in their mouth and had spasms. They got waves of horrible pain in a ¿seizure type fashion¿ according to their healthcare provider (hcp). They were given two percocet and intravenous versed, though they still had spasms. The patient did not appear to be oversedated. They were not really hurting ¿that bad¿ according to the hcp. They did not have a fever or a stiff neck. They easily withdrew 10 ml of red serous-type fluid from the catheter access port. It never turned clear per the caller. The fluid withdrawn was not bubbly or foamy. They then injected 10 ml of dye and only saw dye exit at t10 as expected. The dye was easily injected. They did not see any dye exit around the pump-catheter connection. They were confused as to why the cerebrospinal fluid would be pink-tinged as they only replaced the pump two days prior. They did not revise the catheter at all that day. The healthcare provider (hcp) noted they did not know if programming caused the issue. They gave the patient a 1 mg bolus and their withdrawal symptoms subsided. The patient was back to their normal state. They were going to program another bolus over twenty hours. The hcp felt that after twenty hours the patient should be getting their normal dose of 1.8 mg/day again. They did not have programming records available from the surgery and were unable to verify if a prime was performed correctly. The patient¿s flow rate was 0.1 ml/day, and it would likely take approximately two days for the catheter to fill with fluid if a prime was not done. They planned on admitting the patient for further monitoring. The hcp was also dissatisfied with their field representative¿s service, and they were not comfortable with the new medtronic representative that covered the case on (B)(6) 2014. They thought the representative hardly knew anything and may not have been trained well enough. The medication infused was morphine. On (B)(6) 2014 information was received from the patient indicating that the withdrawal the day after surgery lasted 24-48 hours. They stated that for whatever reason they did not get medicine for two days. They did not recognize at first that they had morphine withdrawals. They thought they were sick or ate something. They had experienced symptoms of convulsing, arms and legs shaking, sweat on their whole body, and feeling hot and cold. They reported that as of (B)(6) 2014 they still felt sick, and they had been in a bed or chair at home. They did not have severe symptoms like right after the surgery. Their present symptoms were mild withdrawals in their upper body instead of their whole body. They were sweating and feeling hot and cold. They could not get comfortable. Their pain level was a little higher than what it used to be in their back, but the patient thought that might be because they had been in bed for a while.